Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving compounded baclofen 500 mcg/ml at 191 mcg/ml and dilaudid 5000 mcg/ml at 1917 mcg/day via an implantable pump. It was reported the patient had loss of therapy. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included imaging and an attempted side port aspiration which was unsuccessful. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.